Event description:
Boston scientific crm received info that following this implant procedure, an echocardiogram detected a small pericardial effusion due to a perforation from this right ventricular dextrus lead. A lead revision procedure was performed and the lead was successfully repositioned. No other adverse events have been reported. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.